Event description:
It was reported that, during mechanical ventilation through a tracheotomy tube with the device in place in the breathing circuit, a ventilator alarm was activated signaling, "tube blocked", at some time following a treatment with nebulized medication. In this state of apnoea, the pt became cyanotic. The pt was removed from the mechanical ventilator and breathing circuit,and respirator was reinitiated with a manual ventilator. When a different medchanical ventilator was substituted, the inability to ventilate recurred. The device then was removed from the breathing circuit, observed to be moist inside, but not full of liquid, replaced with a fresh device, and normal ventilator was restored. No further pt sequelae were reported. The device that was removed from the circuit was tested by the user facility in a breathing system with a test lung, and flow resistance was observed.